Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer simply cleared the alarm to resolve the issue. Additionally, it was reported that a cartridge alarm (alarm 09) occurred. Customer's blood glucose (bg) level ranged from an unknown low bg level to 104 mg/dl. Customer declined further troubleshooting with tandem technical support regarding the low bg and cartridge alarm therefore further information could not be obtained. Reportedly, customer continued to use the pump for insulin therapy.